Event description:
Boston scientific received info that this atrial lead dislodged. The physician was concerned that there might be tissue caught in the helix and would not fixate properly into the myocardium, so he chose to remove the lead and replace it with a new lead. During the procedure, the physician elected to explant the pacemaker due to the pt having a high risk of infection. The physician replaced both explanted products with a new atrial lead and pacemaker.